Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material in the nozzle and at the c-cover of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, a root cause for the "blurry image" malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the glue on the objective lens has peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image, and foreign material in the nozzle and at the c-cover. There was no patient involvement.